Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed a test drive and was unable to reproduce the reported issue. The fse also cleaned the optical sensor above the camera and clutch pedals. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. A review of the submitted video was performed by an isi clinical development engineer (cde). Per the cde, "the video shows the instruments in arms 1 and 4 being moved forwards and backwards while the surgeon says that his foot is on the camera clutch (the video is too dark for me to confirm the foot position). The camera clutch is not active. At 0:14, the surgeon says that he has removed his foot from the pedal and then pressed it again, and the camera clutch is activated. This is not expected behavior, and field service should be able to support. There may be some debris under the camera clutch pedal."

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the instruments moved instead of the camera when the surgeon attempted to move the camera. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs but did not identify any related errors. The tse recommended watching the surgeon's foot placement when actuating the camera. The customer confirmed that the surgeon was pressing the correct camera foot switch and the instruments would move. The customer sent a video of the issues, and the tse was able to confirm that the correct foot switch was depressed. The procedure was completing as planned with no reported injury.